Manufacturer narrative:
Received 1 opened inlay optima ureteral stent. Visual inspection noted that one of the pigtails on the stent had broken off at the bladder end. The broken pigtail was returned with the sample. No pieces of the stent appear to be missing. Further visual inspections noted the broken section presented stress marks as it was tensile more than its tensile capabilities. During functional testing it was found there was no difficulty in the stent when the guidewire slipped through it. The stent dimensions found within specification. The reported event has been confirmed. The device history record was reviewed and found nothing that could have cause or contributed to the reported event. The instructions for use states the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the package the device was found to be broken.